Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2021-01672.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The patient's weight was unable to be obtained.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2021-01672. It was reported the patient received ineffective therapy due to migration of one of their leads. As a result, the patient underwent surgical intervention. During the procedure, the physician decided to explant and replace both of the patient's leads. The physician also decided to electively explant and replace the patient's ipg during the procedure.